Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm had alerted him of his hypoglycemic event. Patient¿s mother found him unconscious and paramedics were called. Patient was treated at home and given d50 through an IV. At the time of his call to dexcom technical support, patient reports he was worried about cgm¿s performance.